Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received an insulin flow blocked alarm. Their blood glucose level was 591 mg/dl. They were trying to treat their high blood glucose with a bolus from the insulin pump. Troubleshooting was performed. They performed a 5.0 units fill cannula and insulin exited. It was noted that the infusion set¿s cannula was bent. They were advised to change the infusion set. They changed the infusion set and delivered a bolus. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.